Manufacturer narrative:
Initial reporter phone number: (B)(6). Date of event estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation. Diagnostics showed high impedances. In turn, the lead was explanted.